Manufacturer narrative:
We are unable to verify the reported failure (no signal) from the returned sample. We have conducted visual inspection as well as electrical test on the returned samples to check whether there are any issues which could have led to no signal failure. None of the tests indicated problems with the electrodes, thus it has not been possible to replicate the problem experienced by the user. Based on the process risk document, we could only suspect the possible cause is due to the electrode that was used by the user had bulging issue that contributed by improper pressing on the electrodes.

Event description:
The patient was taken care of by the smur.= emergency rapid response unit. He had chest pain. He was therefore scoped with sp-00-s/50 electrodes in order to obtain a diagnosis. But the electrodes associated with the corpuls3 device, produced no tracing. Being in a truck of the mobile emergency unit, the health care personnel had no other devices to establish the diagnosis. The patient died in the cardiac unit of hospital.